Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently failed to respond after prolonged lock periods, requiring extended attempts or connection to a charger to wake the device; a video demonstrated multiple unsuccessful touch attempts before eventual activation, and a replacement device was provided after remote troubleshooting and education, including a restart and firmware verification, temporarily restored responsiveness. Symptoms included no reported changes in blood glucose. Outcomes included user frustration and loss of confidence in device reliability, as well as device replacement. Investigation included remote assessment, review of user-provided video evidence, evaluation of device performance through guided troubleshooting and request for device to be returned for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.